Event description:
The pt had the whitening procedure performed on or before (B)(6) 2012, at (B)(6) office. Right after the procedure her upper lips were swollen with slight white spots on the inner lip. Had no sensitivity.

Manufacturer narrative:
During the investigative interview with the dentist's office follow up training over the phone was conducted and documented in the complaint file.